Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). Additional information reported that the patient was initially seen in the clinic on (B)(6) 2016. The pumps elective replacement indicator (eri) was 24 months and the low reservoir alarm date was set to (B)(6) 2016. The pump was now in off state.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-02, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (5 mg/ml, unknown dose), bupivacaine (5.5 mg/ml, unknown dose) and clonidine (111 mcg/ml, unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient noticed a critical alarm occurring. The patient attended their pain clinic on either monday or tuesday. The team at the clinic identified the pump had experienced a motor stall. The patient began to show signs of withdrawal at the clinical appointment and preparations were made to provide oral therapy. The cause of the motor stall was not known at the time of report. The only troubleshooting performed was pump interrogation at regular intervals to see if the pump had resumed function. The outcome of the event was not reported and further interventions/actions were unknown. Additional information has been requested regarding device information, medication doses, cause of stall, further actions take, outcome and initial reporter information but it was not available at the time of this report.